Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/6/2020.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a spiegel hernia repair by laparoscopy on an unknown date and the absorbable straps were used. It was reported that during surgery, the fixing system didn't work. It was reported that the prosthesis was fixed normally without difficulty, but at the end of the procedure, at the time of exsufflation the prosthesis was detached from the abdominal wall. It was reported that no staple held which prompted the surgeon to fix it with a thread. There were no adverse patient consequences reported.